Event description:
It was reported that the console displayed error codes 58: "self test process failure (one of the tests completed with fail status)", 142: "external indicator - foot switch sw1 status fail", 143: "external indicator - foot switch sw2 status fail", and 144: "external indicator - foot switch sw3 status fail". The procedure was cancelled/rescheduled. The patient was under general anesthesia, and there were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
The device has not been returned to bsc for evaluation; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the console displayed error codes 58: "self test process failure (one of the tests completed with fail status)", 142: "external indicator - foot switch sw1 status fail", 143: "external indicator - foot switch sw2 status fail", and 144: "external indicator - foot switch sw3 status fail". The procedure was cancelled/rescheduled. The patient was under general anesthesia, and there were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.